Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 2.25x28mm xience alpine was at the mildly tortuous target lesion in the distal left anterior descending coronary artery (lad) when negative pressure was pulled on the inflation device and air came back. A crack was noted on the hub of the xience alpine stent delivery system, where it connects to the inflation device. There was no air leak or other issue noted prior to use of the sds in the anatomy. The sds was removed and replaced with another to complete the procedure without further incident. There was no air embolism, no adverse patient effect or a clinically significant delay in procedure reported. No additional information was provided.